Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was having issues with the sensor connecting properly to the insulin pump. Customer mentioned she had low blood glucose of 40 mg/dl. No troubleshooting was performed for the sensor. Customer is not returning the sensor for analysis.